Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to due to product performance anomaly. A new lead with a different model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported. Additional information indicates that the brady lead was initially used, but the physician decided to switch to another lead with left bundle branch (lbb) placement. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to due to product performance anomaly. A new lead with a different model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported. Additional information indicates that the brady lead was initially used, but the physician decided to switch to another lead with left bundle branch (lbb) placement. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to due to product performance anomaly. A new lead with a different model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.